Event description:
Edwards received notification from hong kong that this konect resilia aortic valved conduit model 11060a25, implanted in the aortic position of this patient, was explanted at implant due to a leakage observed in the graft around the coronary button. It was stated that the distal aortic anastomosis had already been completed before observing the reported leakage. The patient was still cannulated at the time the issue was observed and the explant of the device was decided; the reported leak was found during the testing. As reported, and due to the prolonged surgical duration, the device was replaced with an alternative graft and another bioprosthetic valve. The leakage was solved with the replacement device and the patient was noted to be safe and in stable condition after the procedure, with no injuries reported.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded at site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section h6 (device code, type of investigation, investigation findings, and investigations conclusions) corrected data h6 (device code): "2949 - human-device interface problem" code removed; h6 (type of investigation): "4111 - communication/interviews" code removed. H11: additional manufacturer narrative: the device was not returned for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. Since no edwards defect was identified, corrective or preventative actions are not required.